Event description:
The following information was reported to kci by the physician: on (B)(6) 2012, the patient's wound experienced maceration at the periwound, and as a result, the physician performed sharp debridement to the periwound. This report is being filed due to possible user error.

Manufacturer narrative:
Prior to patient placement on (B)(6) 2012, service records show that the unit passed quality control (qc) checks and met specifications. On (B)(4), 2012, the unit was received for evaluation. The unit passed qc checks with 2 exceptions: the alarm functions did not produce an audible alarm, only a visual alarm. The history log indicated that either the patient or caregiver turned off the device multiple times each day. Device labeling, available in print and online, states the following: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c. Drape, hydrocolloid, or other transparent film. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam, or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to the periwound skin, do not pull or stretch the drape over the foam dressing during drape application. Never leave a v.a.c. Dressing in place without active v.a.c therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound either apply an new v.a.c. Dressing from an unopened sterile package and restart v.a.c therapy, or apply an alternative dressing at the direction of the treating physician.